Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair although the proximal neck was tortuous and short. The main body was placed right below the renal artery and the iliac lec grafts were placed in each side. The final confirmatory angiography showed proximal type I endoleak. The physician performed additional ballooning using a coda balloon repeatedly but the leak persisted. He decided to take a wait and see approach instead of placing an additional graft considering position of the main body and the renal artery. The pt's condition is unknown as not provided by the reporter.

Manufacturer narrative:
Endoleaks are addressed in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Follow-up guidelines. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. Pt anatomy likely contributed to the leak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.